Event description:
After 3 weeks of the implantation, the pt had pain around the lag screw, the surgeon found an excessive sliding of the lag screw to lateral, a fracture of the lesser trochanter and femoral neck compression by x-rays. The femoral neck was not fractured before the surgery. The surgeon intends to extract the lag screw. Revision is not scheduled today.